Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed that the ptfe pad of the subject device was worn and partially separated. There were scratches on the probe tip. The manufacturing history was reviewed, with no irregularities noted. These types of the ptfe pad damage and the scratches on the probe tip are most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was damaged when the user continued to activate without contacting tissue (including after the tissue already cut). It was known that the scratches on the probe tip occurred when the user output the device contacting with something hard. The probe damage error might occur due to the scratches on the probe. After the probe damage error occurs, the device cannot be activated. Because of that, the reported error might be the probe damage error. The instruction manual of the device already cautions; do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a proctectomy, the subject device was used. In the procedure, the ptfe pad of the subject device was separated. The error occurred during the output and the subject device could not be used. The procedure was completed with another sonicbeat. There was no patient injury reported.